Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted to be spinal pain. It was reported that the patient thought her pump was not working because she was not getting any relief and she was in pain. She stated she was using her personal therapy manager (ptm) every 3 hours but was still not getting any relief. The lack of relief had been occurring for the past 7 days prior to (B)(6) 2018. It was noted the patient fell (on an unknown date) and she thought she dented the pump. The patient was redirected to follow up with her health care provider (hcp) to discuss her pump concerns. No further complications were reported.

Manufacturer narrative:
Product ID (B)(4) serial# (B)(4) implanted: (B)(4) 2013: product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. The hcp did aspiration testing on catheter and determined the medication was not flowing. The process had been very slow and the patient wanted this to be fixed. The catheter testing was performed couple of weeks prior to the time of the report. The patient's tailbone has been burning and hurting since (B)(6) 2018. No medical or therapy problem associated with small parts was reported. "Parts" (of the pump system) were revised on (B)(6) 2018. No further complication was reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) on (B)(6) 2018. It was reported that a dye study was performed and they suspected that the catheter is kinked. The patient will be going in for surgery on (B)(6) 2018 the medication in the pump at the time of the report was morphine (25 mg/ml at 7.9 mg/day). No further complications were reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2018-jun-04. It was reported that the patient had "a part replaced" on (B)(6) 2018. Her tailbone was sore and hurting because something was wrong. Her "ass was on fire" like it had been before the surgery. Her hcp told her she was still irritated from surgery. She states she was not sore from the surgery and something was not right. It was noted the doctor had done "aspiration testing" on the catheter and determined the medication was not flowing. The patient was redirected to consult with their hcp. No further complications were reported. Additional information was received from a health care provider (hcp) via a device manufacturer representative on 2018-jun-07. It was reported that the catheter revision was performed on (B)(6) 2018. The patient contacted the representative on (B)(6) 2018 stating that she was still not getting enough pain relief. The patient saw her hcp that day and they increased her dose and "gave her more ptm options." The patient was seen at the doctor's office on (B)(6) 2018 and the patient was throwing up, itchy and lightheaded. The hcp lowered the dosage. The hcp suspected that there may still be some sort of catheter kink. The hcp confirmed at the time of the revision that the catheter was free flowing so they are not sure what is causing this now. The hcp planned to monitor the patient for the next 7-10 days and then decide the next steps. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a device manufacturer representative on 2018-jun-27. It was reported that the patient was experiencing increased pain. A dye study was performed and there was good csf flow. Surgery was going to be booked to replace the whole system. The surgery had not yet been scheduled. It was unknown if there were any environmental, external or patient factors which may have led or contributed to the issue. The issue was not considered resolved. The patient's status at the time of the report was alive - no injury. No further complications were reported.